Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic (toray inoue) balloon due to the patient's heavily calcified leaflets. On loading check, frame node overlap prior to node 4 was observed. Upon deployment of the valve, infolding was observed. The valve was subsequently recaptured and withdrawn from the patient. A new valve was utilized to complete the procedure. Per the physician, valve interaction with the patient's calcified leaflets contributed to the infold. No patient complications were reported as a result of this event. Additional information was received indicating that a procedural delay resulted from the infold.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon due to the patient's heavily calcified leaflets. On loading check, frame node overlap prior to node 4 was observed. Upon deployment of the valve, infolding was observed. The valve was subsequently recaptured and withdrawn from the patient. A new valve was utilized to complete the procedure. Per the physician, valve interaction with the patient's calcified leaflets contributed to the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.